Manufacturer narrative:
UDI= (B)(4). Report source: medwatch #: (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. On (B)(6) 2016, an attempt to remove the stent in a clinic setting was unsuccessful. The patient was sent to the operating room to complete the stent removal as an outpatient procedure. The stent was successfully removed and was found kinked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.